Event description:
Healthcare professional reported pain caused by rupture of the device. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported pain caused by rupture of the device. The device has been explanted. This record relates to the right side. Rupture was diagnosed by MRI.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device in the radius side assessed as an unidentified (tear) opening (shell thickness was within specification). Additional observations: no other observation observed. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: d.9, h.3, h.6